Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device which identified a separation and a tear with the separation. The reported peeled/delaminated coating was confirmed as a polymer separation. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified two similar incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque (ht) command 18 guide wire was advanced and during use of an armada balloon dilatation catheter (bdc), the black coating of the guide wire was noted to have come loose and peeled off the wire remaining in the anatomy. There was no reported adverse patient sequelae and there was no reported clinically significant delay in the procedure. Two other hi-torque (ht) command 18 guide wires were found to have peeling noted and come loose from the same box.. Returned device analysis identified a separation and a tear at the separation. The account was not aware of the separation and tear. It was confirmed nothing was left in the anatomy. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the common iliac artery. The access site was the common femoral artery. The ht command 18 was advanced together with a guide catheter to the target lesion. The armada balloon dilatation catheter (bdc) had resistance during advancement with the ht command 18 guide wire and both devices were removed. It was noted that the black coating of the guide wire had come loose and was peeling but did not separate from the guide wire. Another guide wire was used with the same armada bdc to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.